Event description:
A malfunction alarm occurred with a code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which the caller followed, resolving the issue without recurrence. The customer was advised to call back if the malfunction code appears again. No additional information was received regarding the outcome of the event.